Event description:
It was reported that the customer had high blood glucose levels of 255 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that one of the buttons of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked reservoir tube were noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The prime test, displacement, basic occlusion, occlusion and excessive no delivery alarm tests could not be performed due to the keypad anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.